Manufacturer narrative:
Pump was received with compromised force sensor system alarm during the basic occlusion test due to faulty force sensor resistor. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. Intermittent button response due to moisture damage on the keypad traces . No frozen screen noted, however moisture damage found on the lcd board. Pump had cracked case at display window corners, cracked battery tube threads, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose was 275 mg/dl. The customer reported fluid was present under the lcd display. The customer also reported that the keypad was unresponsive to clear the alarms on the insulin pump. Customer also reported a crack present on the insulin pump. Troubleshooting also found that the time was not advancing on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.